Event description:
Implanting st. Jude medical ICD. Wireless telemetry lost during case and could not be re-established. Significant 15 minute delay in converting to wand rather than wireless communication. Root cause of communication loss remains undefined. Communication loss otherwise unexplained between programmer and ICD generator during procedure. Communication was wireless. Programmer serial #(B)(4). ICD generator (B)(4).